Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. The rep said the device was explanted on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had signs of infection or reaction and the device that had been implanted in 2019 was removed. The doctor said the patient was sensitive to the implant. After removal additional antibiotic measures were taken to prevent infection. It was noted the patient had no long term effects and the issue resolved after explant. A new implant was placed and per the doctor the patient was doing well with no issues. No further complications were reported or anticipated.